Event description:
It was reported that there was intermittent undersensing of fib complexes due to amplitude variation and instances where the fib waves were sensed as sinus intervals. This led to a delay in therapy and inappropriate return to sinus in some cases. No other anomalies were reported. It was noted that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.